Event description:
The customer reported the suction tubing will not remain intact to a scope or medical device, causing a potential exposure to blood and body fluids and a patient safety hazard.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
H4 device manufacture date was added. The device history record (DHR) review showed no discrepancy. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. The current process and controls were found to be followed correctly. No action plan is deemed required. This complaint will be used for tracking and trending purposes.